Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vision side cart (vsc) power cord to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci assisted surgical procedure using an x/xi system, the power cord for the vision side cart (vsc) was twisted and was not working properly. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the issue did not render the vision side cart (vsc) non-functional or unusable during use. The procedure was completed robotically using the same da vinci (dv) system. No conversion or abortion of the procedure occurred; therefore, no reason for conversion was applicable, no additional ports were placed for a traditional laparoscopic approach, and patient tolerance to conversion was not applicable. The procedure performed was a robot-assisted radical prostatectomy.